Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1084945 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1084945 and test base part number 190-430 / lot 1084945. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported two false positives with the ID now covid-19 assay performed on various dates involving various lots. This report is two (2) of two (2) and addresses lot 1084945 (total quantity 1). The customer reported one false positive with the ID now covid-19 assay performed on a nasal swab sample (collection date:(B)(6) 2022). Confirmation testing (platform: abbott m2000) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-04549.